Event description:
The gastrointestinal videoscope was returned to the service center with a report of a failed leak test. This does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, a scope communication error code -e216 was observed. The most likely cause is a component failure, with no indication of a design or manufacturing issue. There was no report of patient involvement.

Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.